Event description:
It was reported that the patient advocate reported the patient had a fever of 100.6 degrees post-implant and alleged it was due to the insertable cardiac monitor (icm). The patient had an infection but could not identify where in her body and was admitted to the hospital. The device remains in service. No adverse patient effects were reported.